Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure of catheter PICC implant, it was identified presence of micro holes in the catheter. The product has had to be replaced. No other information is available.